Manufacturer narrative:
Investigation is ongoing. A supplemental report will be filed upon completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR a customer from the us alleged the generation of discrepant results for a patient sample when using the cobas® sars-cov-2 & influenza a/b test on the cobas® liat® system compared to the retest results. The sample generated a positive result for sars-cov-2 and a negative result for flu a/flu b on the cobas liat system in the initial test. A new sample was received in the lab and a test was performed on another cobas liat system generated negative results for sars-cov-2, flu a and flu b. The customer retested both the original and newly collected samples on the cepheid analyzer and obtained positive sars-cov-2 results for both samples. The positive result for sars-cov-2 was reported. No harm was alleged. An investigation is ongoing.

Manufacturer narrative:
An investigation on the reagent kit lot did not identify any product problem. A review of the data revealed the initial sar-cov-2 positive run had a late CT value (36.9), indicative of the sample had a viral concentration near the limit of detection (lod). Lod samples may have results that waiver between positive and negative in replicate testing. (B)(4).